Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right atrial (ra) lead had low pacing impedance measurement, had undersensing and also was oversensing noise resulted in inappropriate mode switch episodes. Programming changes were made. The patient had no adverse consequences.